Event description:
Caller reported an issue with a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, which successfully resolved the issue, allowing the caller to start their sensor session without further errors.